Manufacturer narrative:
(B)(4). Date sent: 5/9/2016 pt, relevant tests/laboratory data: information was not provided by the initial contact. Model and lot #; device evaluated by MFR?, device manufacture date, evaluation codes: information is unavailable. Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any damage to the closing trigger, firing trigger, handle, or other component? From the appearance of closing trigger, firing trigger and handle, there was no abnormality. If yes, please explain. Did the jaws eventually open? No.

Event description:
It was reported that during a lobectomy procedure, the device was loaded with a blue reload. The surgeon put the device at the targeted tissue and measured the ideal staple line. Then he removed the device from the patient and used a harmonic device to prepare for the anastomosis. During the preparing process, the device was set at the instrument table with jaws closed. There was a sound of explosion from inside the triggers suddenly. The surgeon checked the device and found that the jaws could not open and could not perform a full fire sequence. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m54j3z. The ec60 device was received for analysis with the clamping mechanism damaged and with an ecr60b cartridge reload loaded on the device. The cartridge was received partially fired 1/3 consistent with an incomplete or interrupted cycle. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger return spring post was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.